Event description:
The customer reported that the system would alarm out and discontinued the fluoro. A reboot was required to restore operation. No patient injuries were reported.

Manufacturer narrative:
(B)(4). The system was repaired, found to be operating as intended, and released to the customer for use.